Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Through communication/interviews with the user facility, performed by olympus technical support, it was determined the user facility assigned the cause of the reported problem to a damaged cable.

Event description:
A user facility reported to olympus that the monitor failed to produce an image. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A definitive root cause was not identified. The legal manufacturer determined the likely cause was a component malfunction.